Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before placement the foley catheter sterile water did not flow, and the balloon did not inflate.

Event description:
It was reported that before placement the foley catheter sterile water did not flow, and the balloon did not inflate.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual inspection noted the catheter balloon with syringe. Visual inspection noted that using the return syringe the catheter balloon and upon inflating with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and encountered very strong resistance was only able to inject 2 ml into catheter. Using the return syringe and the balloon was unable to deflate passively. Dissected the balloon and observed that the notch was too high and not in the center of the shaft. The inflation lumen pathway clear. Dissected balloon and found that the notch was not completely perforated. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.